Event description:
During the returned inspection of an olympus loaner high definition lcd monitor, evaluators discovered that the unit was presenting a flicking image. There was no patient involvement during this event.

Manufacturer narrative:
This event was discovered while inspecting a returned loaner device. Once the flickering image was discovered, the listed parts were replaced, the unit was tested and passed all functional tests. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 21-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a flickering image due to a faulty printed circuit board. The specific root cause of the faulty printed circuit could not be determined at this time. Olympus will continue to monitor field performance for this device.